Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 2000022063. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 2000022063. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 21186394. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. It was also noted that the implantable pulse generator (ipg) had to be charge frequently. The patient underwent a spinal cord stimulation (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded per facility policy.